Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
The customer reported when the unit is plugged in, it makes a humming sound, and the battery light is flashing. The remote manufacturer's service technician advised the customer that the battery light emitting diode (led) should be flashing when charging and the cooling fan could be running depending on the level of charging. They advised the customer to monitor the unit for 5 hours and verify the battery led goes from flashing to steady in that time. If not to replace the battery and perform the battery testing per the performance verification test (pvt) in the manual. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, there was no response. If additional information is received at a later date, this complaint will be reopened and re-evaluated accordingly.